Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not yet been evaluated. The root cause of the event could not be determined from the information available and without device evaluation. When the device evaluation becomes available, a follow-up report will be submitted.

Event description:
On 10/16/2023 it was reported by a sales representative, via (B)(4), that an ar-3352-5531 4k laparoscope rod lens seemed to be loose due to an internal failure. It will come in and out of focus. It was stated that the device was not dropped. This was discovered during an arthroscopy procedure on 10/16/2023, with no patient harm.

Manufacturer narrative:
The most likely cause of the failure is handling use error. ¿ carry out a visual inspection and function check prior to each use. ¿ only use endoscopes which are in perfect condition. The cause remains misuse.